Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an unknown number of procedures, "several" unknown cook flexor sheaths have leaked at the hub. Per the reporter, no additional information will be provided. Investigation ¿ evaluation. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: cook also reviewed product labeling. The rpn of this incident is unknown but cook referenced the rpn from a previous complaint reported by the customer (B)(4). The product IFU, t_flexor_rev2 ¿flexor ansel guiding sheath¿ provides the following information to the user related to the reported failure mode: ¿instructions for use¿: ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿how supplied¿: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: although the exact device(s) is/are unknown, the 510(k) for flexor sheaths is k142829, k142819, or k153430. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown number of procedures, "several" unknown cook flexor sheaths have leaked at the hub. Per the reporter, no additional information will be provided. There has been no report of any adverse event related to these occurrences.